Event description:
It was reported this event occurred in the intensive care unit. The patient was female and the insertion site was the right femoral vein. Prior to insertion the swg was found to be bent. As a result a new kit was opened and the catheter was placed successfully. There was no reported delay in treatment. There was no reported patient injury, complications or death.

Manufacturer narrative:
(B)(4).